Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient was placed under sedation on (B)(6) 2021, in order to perform integrity test. The implanted device remains.